Event description:
It was reported by the staff that the patient, who has a history of power switching issues, came to hospital for routine follow up and reported that he experienced a critical battery alarm when his batteries were showing more than two bars on gauge. The controller and batteries were exchanged. The patient felt a bit dizzy during controller exchange but is otherwise doing fine and is at home. This resolved the issue. The pump remains implanted. It was reported that the battery and controller will be returned; however, they have not been received for evaluation as of the date of transmission of this report. This is report 4 of 5.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a controller exchange and returned the devices to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery alarms" alarms and power switching events. The returned controller ((B)(4)) passed visual inspection and functional testing. System testing did not indicate any abnormal operation of the controller. The returned batteries ((B)(4)) passed visual inspection and functional testing therefore meeting specifications. Batteries ((B)(4)) failed to meet specifications as they failed functional testing. During ti testing the batteries exhibited a 6% max error, indicating the battery is out of calibration. The "high max error' revealed during testing of batteries ((B)(4)) is an incidental finding and not related to the reported malfunction. The reported event was confirmed via the log files. Review of the log files revealed occurrences of "critical battery' alarms and switching events prior to the 25% threshold. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is four of five reports (3007042319-2015-00428, 3007042319-2015-00468, 3007042319-2015-00469, 3007042319-2015-00470 and 3007042319-2015- 00471) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Patients are also instructed to always keep a spare controller available at all times. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is four of five reports (3007042319-2015-00428, 3007042319-2015-00468, 3007042319-2015-00469 and 3007042319-2015-00471) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 63 of 117. Device has not been returned.